Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a right coronary artery (rca). Multiple low speed treatments were performed and there was significant resistance felt. Finally, upon crossing, a xience skypoint 2.5 28 mm stent was placed. The patient was in stable condition at this time. However, later either the patient's blood pressure decreased or the electrocardiogram (EKG) went super low. Chest compressions were performed, however, the patient expired. In the physician's opinion, stenting over the conus branch could have contributed to the issue. Additionally, in the physician's opinion, orbital atherectomy did not cause or contribute to the patient complications. There were no device issues with the oad observed.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported death and cardiac arrest could not be determined. In this case, per reported details, "in the physician's opinion, orbital atherectomy did not cause or contribute to the patient complications. There were no device issues with the oad observed." Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.